Event description:
Customer reports, the lancet protrudes from the device while using the softclix device kit. Customer reports, he pushed on the primer and the lancet sticks out of the device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.